Event description:
Nurse was using a 3ml syringe with luer-lock tip with blunt fill needle to draw normal saline. As the nurse tried to recap filled syringe the needle punctured through flat side of needle cap and stuck the nurse in the fingertip. Needle, cap , and syringe isolated and sent to biomedical for reporting. Biomedical noted hole in side of needle cap approx. 4mm in length starting 7mm from distal end of cap. Blunt needle was 18gauge with approx. 45 degree bevel. Manufacturer response for 3ml syringe, 18gx1 1/2 blunt tip, bd luer-lok (per site reporter) awaiting follow up.